Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06637. It was reported that the patient presented for generator replacement procedure due to normal elective replacement indicator (eri). During procedure, it was noted that the right atrial (ra) and the right ventricular (rv) leads were dislodged. Lead dislodgement on both the leads were confirmed via chest x-ray. The right atrial lead was capped on (B)(6) 2019 and a new lead was implanted. The right ventricular lead was explanted and replaced. The patient was stable throughout the procedure.